Event description:
The device could not be interrogated. The device had a magnet response of 10 beats at a rate of 90ppm and returned to the base rate. Troubleshooting was attempted. Recommended explant of the device. On (B)(6) 2012 - all available info suggests that this device remains actively implanted. If add'l info becomes available, this event will be updated.